Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. Fse selected the customer (reporting operator) as a superuser---then the operator could select an assay to calibrate. Only the first three characters of the wash or diluent lot could be entered, instead of the entire line , confirming the reported issue. The customer requested that the fse re-install the previous software version (1.64 software), which he did. The fse then verified that the operator could enter the entire string of diluent, wash and waste lot numbers, and that they were able to select an assay to calibrate. The daily check passed, and the customer ran some customer samples with no errors. A complaint and service history review was completed for serial number (B)(4) from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There was 2 complaint reported during this time period was similar to the present issue. The probable cause of the event was that the 1.64 software needed to be reinstalled. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported having issues with version 2.02 entering the entire lot number onto the screen of their aia-2000 analyzer. The instrument won't take full lot numbers on wash, diluent, substrate. It takes the first three numbers when the customer scans. Customer used to enter lot number manually but this version reportedly makes them scan the lot number. Calibration key is grayed out so customer cannot check valid calibrations. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.